Event description:
The customer reported that the device jaws would no longer open after sealing. The surgeon cut the device from tissue. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.